Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). (B)(6). The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and determined that the device had worn bearings, overheating issues and failed pretest of temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device had an undetermined malfunction. During service and evaluation, it was determined that the device had worn bearings and overheating issues. It was further determined that the device failed pre-test for temperature assessment (less than or equal to 103 degrees @ elbow and less than or equal to 103 degrees at the base). It was not reported if the device was used in surgery or if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.